Event description:
It was reported that the patient experienced intermittent between the external equipment and the cochlear implant. The patient was seen at the center for evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device is to be scheduled.